Event description:
It was reported that the zimmer air dermatome was not cutting the graft evenly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue as skin cannot be resected on the zero graft thickness setting. Additionally it was determined that the motor ran rough; however, was within the spec limits. As part of preventative maintenance the following parts were replaced; ball detent, damaged control bar, reciprocating arm, seal and retaining ring, swivel, "o" ring, damaged head, thickness lever, bearings, motor and poppet assembly. A review of service records indicate that the device was purchased in 1993 and only has been in for repair and preventative maintenance twice, once in september 2002 and another in july 2005. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."